Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was at 87 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
Findings: pump received with minor scratched display window. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip. Unit received with cracked lcd window. (B)(4).